Event description:
A filter had been implanted in the supratenal location. During a scan prior to a scheduled removal, two arms and two legs were discovered to be missing form the g2 filter. The two legs were found next to the filter in the vena cava. Two arms were found in the patient's right lung and pelvis. No patient injury was reported. The filter was not removed.